Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the motor error alarm. Customer also reported that there was a no delivery alarm. Blood glucose level at the time of the incident was 484 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specifications. No unexpected battery out limit alarms noted. The insulin pump passed basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No unexpected no delivery or motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window.